Event description:
Reporter initially noted a minor corneal burn occurred during procedure. Additional information received noted surgeon did not consider this a burn. Felt handpiece was generating more heat than normal.